Manufacturer narrative:
(B)(6). The product was returned with the membrane completely unfolded with blood on the exterior of the catheter. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 76.7cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a leak in iab alarm. There was no reported injury to the patient. The original iab complaint under mfg report number 2248146-2020-00122 was returned with 2 additional balloons in the box. This was made aware on (B)(4) 2020 when the engineer in the lab opened the return box. This report is for the third balloon returned.